Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory channel printed circuit board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the device. The reported failure mode was confirmed in the received device logs. We could trace back the reported problem to the 9th of october 2020, therefore the date of event was determined as (B)(6) 2020. The expiratory channel printed circuit board was installed in a reference system for simulated use testing. The pre use check confirmed the reported issue. Additional issues connected to the same fault were found during ventilation testing. Electrical measurements on the expiratory channel printed circuit board showed that a capacitor in the pull magnet supply circuit was short circuited, which caused the safety valve to always be in open state. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel printed circuit board that is part of the safety valve function.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).